Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed via diagnostic imaging. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.